Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was evaluated. Device evaluation found numerous scrape marks and stains along the biopsy channel wall near the distal opening. Olympus boroscope was used to inspect the biopsy channel and scrape mark was found located at the entry of the channel at the distal end. Near the distal end side of the biopsy channel, light stains were also found. A small black particle on the biopsy channel was found approximately 20 cm from the distal end side. An attempt to clean the black particle was performed however, it was unable to be removed. Suction channel found no damage and device passed the leak test. Based on evaluation findings the reported issue was likely attributed to improper cleaning or lack of maintenance.

Event description:
It was reported that the scope was found to have a presence of biofilm in the distal end of the device. There was no patient impact or harm was reported.